Event description:
I was given a new CPAP and found out in 2021, philips respironics is responsible for a lot of my medical. But the worst part is that my cptsd. Is worse than ever I can't trust another machine or manufacturer. Philips respironics is responsible, for medical, and, mental health issues, parent's should be compensated for both. They should not be allowed a choice. I have too many tests to list them all. I used their machines for 12 years. FDA safety report ID# (B)(4).